Event description:
While removing syringes from the box of 100 and peeling the protective outer covering for a mass flu clinic, I removed a packaged syringe that appeared to have dried matter inside the syringe. The syringe was located towards the bottom of the box of 100 sealed syringes.